Event description:
It was reported that the procedure was to treat a heavily calcified proximal right coronary artery. A 3.5 x 23 mm xience prime stent delivery system was being advanced for direct stenting; however, it could not cross the lesion. A 3.0 x 23 mm unspecified balloon catheter was used for pre-dilatation. The same 3.5 x 23 xience prime was re-inserted and advanced again. Several attempts were made to cross the lesion, but it still would not cross. During removal there was resistance felt with the anatomy. A new 3.5 x 23 mm xience prime was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) - re-insertion and no pre-dilatation. Evaluation summary: the device was returned for evaluation. Failure to advance and difficult to remove from the vessel could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it was reported that after the initial attempt to cross the lesion, the sds was removed and re-inserted. It should be noted that the IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.